Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: according to the information received, "patient presented herself 2 years after fracture-tep of the right hip with sudden onset of "squeaking" of the operated hip. Radiological dislocation of the inlay, intraoperatively during revision operation, a dislocation was confirmed but also significant wear of the inlay. Inlay has been preserved during revision and can be sent for analysis/investigation if necessary." The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the rim of the altrx neut 32idx50od has four anti-rotation device (ard) tabs sheared off, fragments were not returned for evaluation. Deformation was also found on the edge of the rim which denoted that the edge of the liner was loaded by the femoral head and patient's body weight. Additionally, marks of the extraction attempts were found on the outer surface. Based on the observations, it is reasonable to conclude that a disassociation event occurred between the liner and the cup. However, no signs of wear nor deterioration of polyethylene material were observed. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors that may influence eccentric loading. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. A dimensional inspection for the liner was unable to be performed due to post manufacturing damage. A manufacturing record evaluation was performed for the finished device [122132050 / jh3694] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The overall complaint was confirmed as the observed condition of the liner would contribute to the complained device issue. Based on the investigation findings, a potential cause is traced to component failure. No corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 01-07-2021. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 30-06-2026. 5) IFU reference: IFU-0902-00-701. Device history review: a manufacturing record evaluation was performed for the finished device [122132050 / jh3694] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that "patient presented herself 2 years after fracture-tep of the right hip with sudden onset of "squeaking" of the operated hip. Radiological dislocation of the inlay, intraoperatively during revision operation, a dislocation was confirmed but also significant wear of the inlay. Inlay has been preserved during revision and can be sent for analysis/investigation if necessary."

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: 1. Was there a surgical delay? If yes, what is the duration of the delay? No delay. 2. Can you confirm the primary surgery date or the original implantation date? (B)(6) 2022. 3. Can you please provide the date the patient was revised? (B)(6) 2024. 4. Please confirm if the liner disassociated from the cup or if the liner dislocated from the head? The liner disassociated from the cup.